Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 440 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarms were noted during testing. The motor passed the motor test. The pump had a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.